Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. Rep stated they have not seen this patient since (B)(6) 2024. They called the patient and she stated she has been running her system at a very high intensity which would cause the stimulator to need more frequent recharging. System check is good and it is working the way it should. No other details are available.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their stimulator kept dying on them and that they would turn their stimulation and device off. Patient stated that the issue had been going on for a while; patient added that the charge has been dying a lot. Patient mentioned that their device dies too quick and that they are charging their leg away. When asked for a managing healthcare provider (hcp); patient noted they see a rep, that is how the patient got the patient services phone number. When asked for an event date; patient reported the issue had been going on for awhile and doing it a lot. Agent documented the reported information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.